Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient underwent a sensor implant procedure on (B)(6) 2016. During the procedure while the sensor was inserted the distal wire access lost. The wire was repositioned and the sensor was deployed. It was also reported the patient coughed a few times and hemoptysis was noted during calibration. While sitting up the patient experienced lower back pain and shortness of breath. The physician intubated the patient's right lung; however it resulted in CPR due to respiratory failure. The patient was stabilized and transferred to the cicu. The physicians commented the issue occurred due to the wire manipulation during the procedure. Reportedly, the patient was in poor health (unknown health issues). The patient was hospitalized prior to sensor implant procedure for 21 days, was released for hours before readmission and eventually had a sensor implant. Reportedly, the patient was stable at the time. Further follow up identified the patient passed away on (B)(6) 2016.

Manufacturer narrative:
(Corrected data): user facility medwatch form received clarified the correct event date and the implant date. This report consists of correct information.

Event description:
The manufacturer received a user facility medwatch form regarding this issue on 04/25/2016. Additional information received identified subsequent angiogram revealed the device was implanted in a parallel vessel instead of intended vessel. It was also identified patient was extubated but then had to be reintubated and could not be resuscitated.

Manufacturer narrative:
Information was inadvertently reported incorrect in the initial report. This report consists of correct information. Information was inadvertently omitted in the initial report. This report consists of missing information. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.